Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and non-calcified vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 14 atmospheres. However, during the second inflation at 12 atmospheres for 90 seconds, the balloon ruptured. The device was simply pulled out and completely removed from the patient. The procedure was completed with another 5.0x 40, 40cm mustang balloon catheter.